Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14077, related manufacturer reference number: 1627487-2022-02534. It was reported that the patient experienced an infection. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issue. The patient was hospitalized for a week and the infection was treated with wound vac and IV antibiotics. Reportedly, the patient has been discharged from the hospital and the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.